Event description:
A home patient family member contacted baxter's technical service center for assistance during the prime cycle in anticipation of the home patient's automated peritoneal dialysis therapy. Reportedly, the home patient accidentally connected their transfer set to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient's family member in ending the procedure early. Therapy was performed after setting up with new supplies. No patient injury or medical intervention was associated with this incident, per the home patient.